Event description:
Three hospira plum a+ infusion pumps (wireless) were identified as having a problem with the display screen upon shutdown of the pumps. On shutdown, the pump screen went blank with led at top of screen flashing randomly. The display screen could not be cleared by unplugging the pump from electrical source or removing the batteries. Three pumps were returned to hospira. Six more devices have had the same problem occur and are sequestered to clinical engineering for trouble shooting. Now a total of 9 devices have been taken out of service.